Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/20/2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on 07/07/2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing/calibration test was performed the tests passed. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.